Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. However, omsc launched only products that had passed the inspection. The malfunction of the subject device concerning this case has not been reported, and there is no information indicating the relationship between this reported event and the subject device.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "peroral endoscopic myotomy in children: first experience with a new triangular knife". The literature reported the results of a study based on peroral endoscopic myotomy (poem) with new triangle tip knife (ttj) of 10 patients with achalasia cardia between october, 2013 and december, 2016. During the study period, poem was performed with the use of the subject device (olympus insufflator: ucr), and 5 patients developed complications (capnoperitoneum in 2 patients, retroperitoneal carbon dioxide in 2 patients, and subcutaneous emphysema in 1 patient). There is no description about the relationship between the subject device and adverse events, and no description about the severity of the adverse events.